Manufacturer narrative:
On december 6, 2023, mentor received additional information indicating that the correct date of explantation was on (B)(6) 2023. In addition, the patient's implants were replaced with the following devices: (left) 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 9920580 sn: (B)(6), and (right) 350cc mentor smooth round moderate profile saline catalog: 3501655 3501655 lot: 9809042 sn: (B)(6).

Manufacturer narrative:
On october 26, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 375cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and a non-conformance was found related to early rupture, however, since this implant was implated for 5 years is not possible to relate with this non-conformance. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2023 for lot number 7520427. Non-conformances were found with number nr-0126314 related to device malfunction: "on june 14, 2019 during the FDA follow-up for a mentor saline implant early rupture rate (within the first 2 years of implantation). The preliminary investigation pms found it was reported 30-40% early rupture of this specific implant. All other saline implants had rupture rates of approximately 5% or less." Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year old caucasian female patient underwent breast augmentation revision with a 375cc mentor siltex round moderate profile saline breast prosthesis on the left breast. Post-operatively, the patient suffered left breast implant leak. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 5, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.